Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device internally dumped the energy and displayed a "defib charging error" message. Complainant indicated that the clinician was able to continue treating the patient with the device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Correction: b5. The device was returned to zoll medical corporation for evaluation. Review of the device log showed that during the second charge attempt, charging was internally aborted due to a brief battery voltage drop below 8 vcd, resulting in a charge error. An immediate reattempt was successful, and the synchronized cardioversion shock was delivered as intended. Both synchronized cardioversions were successfully delivered to the patient. Functional testing, repeat defibrillation testing, and internal inspection found no device malfunction. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device displayed a "defib charging error" message. Complainant indicated that the clinician was able to continue treating the patient with the device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.